Event description:
Reportedly, a patient with permanent atrial fibrillation received multiple inappropriate atp and shocks. (B)(6) 2022 (m1 visit) - multiple inappropriate atps. (B)(6) 2022 (m3 visit) - multiple inappropriate atps. (B)(6) 2022 (patient went to the hospital emergency unit) - 2 inappropriate shock. Medication was adjusted (diagoxin started). (B)(6) 2022 (extra visit) - patient comes back to confirm therapeutic adjustment with no arrhytmic episodes. (B)(6) 2023 (m6 visit) - 4 inappropriate atps. (B)(6) (patient went to the hospital emergency unit) - 3 inappropriate shocks. Medication adjustment (amiodarone started).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a patient with permanent atrial fibrillation received multiple inappropriate atp and shocks. (B)(6) 2022 (m1 visit): multiple inappropriate atps. (B)(6), 2022 (m3 visit) multiple inappropriate atps. (B)(6) 2022 (patient went to the hospital emergency unit) - 2 inappropriate shock. Medication was adjusted (diagoxin started). (B)(6) 2022 (extra visit) - patient comes back to confirm therapeutic adjustment with no arrhytmic episodes. (B)(6) 2023 (m6 visit) 4: inappropriate atps. (B)(6) (patient went to the hospital emergency unit): 3 inappropriate shocks. Medication adjustment (amiodarone started).